Event description:
Reporter stated that customer received the following results on the aviva system within 6 minutes: 31.0 mmol/l, 18.9 mmol/l, hi (result over 33.3 mmol/l), 13.2 mmol/l, 14.1 mmol/l, 13.4 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).